Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that their device has not worked right in 1.5 years. Within the 2 months prior to the report they started experiencing shocking and their stimulation was not controlling their pain. They stated the adaptivestim (as) was set up but it felt like it was electrocuting them when they moved, and stated it felt like the setting was not right. They have had to manually turn the stimulation down even when the as was active. The pain they were experiencing was in their right leg and right side of their lower back. The therapy did help with their pain if they remained in one position. They also stated that recently they have had to use a higher voltage because they used to have it set at 1.5 volts but now has it as 3.0 volts. Additionally, they said their patient programmer and recharger would not connect with their ins since (B)(6) 2017. They were unsure when they last felt stimulation but had successfully recharged two weeks prior to the report. The patient stated they just want the device taken out. They were redirected to their doctor to have their device checked.